Event description:
New information received noted that the lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece, measuring 52.0 cm. External insulation abrasion was noted at 9.2 cm ¿ 9.3 cm from the connector pin, breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. Lead replacement was discussed, but not performed. The patient was stable.